Manufacturer narrative:
No product was returned for evaluation. The treating doctor indicated that the event was not directly related to a specific product. No conclusion can be drawn.

Event description:
Patient's wife called to report that her husband was diagnosed with an eye infection, was hospitalized for treatment and is still under a doctor's care. Hcp reports patient began treatment in 2007 for a central, infectious corneal ulcer od for which he was hospitalized and diagnosed with a pseudomonas ulcer. Pt was treated with cefazolin and tobramycin and, at the time of the report, was still under treatment. Hcp reports permanent decrease in visual acuity.